Event description:
It was reported that the bd ultrasafe plunger rod experienced incorrect color on device. The following information was provided by the initial reporter, translated from german to english: during the packaging of order 3128189 (mircera 100mcg/0.3ml 1asrg us-wdy, batch b3809h02, mat. No. 10185667). On (B)(6) 2023 at farcon 6, on the labeling machine conveyor belt (directly after placement of the ready-to-use syringe in shuttles. Direction needle feed) by chance an anomaly was observed by the line personnel. A shuttle with four syringes was observed in which one (1) syringe had a different plunger color (red). The plunger rod color of the order was aqua.

Manufacturer narrative:
The manufacturing location for this product is le pont de claix, france. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: one picture evidence was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis on april 17th, 2023. Based on the provided picture, bdm-ps can confirm the reported condition. The shaft and the flange of the red part seem to have the same design and the same dimensions as the aqua plunger rods. The affected batch 2221396 is a parent batch manufactured at bdm-ps approved. Bd supplier performed a review of the batch history records and did not identify any non-conformance. The batch involved in this complaint met all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. The reported condition is not determined to be caused by bd. As a consequence, bdm-ps will not define any corrective and preventive action following the investigation of this complaint. This complaint is recorded for trending purposes.

Event description:
It was reported that the bd ultrasafe plunger rod experienced incorrect color on device. The following information was provided by the initial reporter, translated from german to english: during the packaging of order 3128189 (mircera 100mcg/0.3ml 1asrg us-wdy, batch b3809h02, mat. No. 10185667) on (B)(6) 2023 at farcon 6, on the labeling machine conveyor belt (directly after placement of the ready-to-use syringe in shuttles - direction needle feed) by chance an anomaly was observed by the line personnel. A shuttle with four syringes was observed in which one (1) syringe had a different plunger color (red). The plunger rod color of the order was aqua.